Event description:
Hemodialysis treatment was initiated without problems. "Blood leak" alarm (blood in dialysate) sounded after pt had received 1 1/2 hours of dialysis. Outgoing dialysate test positive for blood two times, although no visible blood tinge was noted in outgoing dialysate. Dialysis was terminated without returning the blood in the exstracorporal circuit. Dialysis was reinitiated with new hemodialyzer and tubing. No apparent adverse pt reaction to event.